Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -18.00 diopter, into the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023. The lens was replaced with another same model/length lens and the problem was resolved. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
The reporter indicated a 12.6mm vicmo12.6 implantable collamer lens, -18.00 diopter, tore during loading and there was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was due to user error, the device did not fail to perform as intended. (B)(4).